Manufacturer narrative:
The investigation is currently in progress.

Event description:
A medtronic representative reported that while in a spine case, they were unable to take an accurate empty image. The medtronic representative had them decrease the kv to 45 and retake. Unable to take lateral image. Surgeon finished the case while navigating off of the ap image only, and took fluoro images in the lateral position. No negative impact to the patient.